Event description:
As reported, during a right inguinal hernia repair procedure, the sorbafix enhanced device failed to fixate after deploying two (2) fasteners as the fastener's kept "coming off the tissue". The loose fasteners were removed from the patient and another device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a right inguinal hernia repair procedure, the sorbafix enhanced device failed to fixate after deploying two (2) fasteners as the fastener's kept "coming off the tissue". The sample was returned depleted of all fasteners. Evaluation of the returned sample finds the cannula shaft is bent and the tip of the cannula is crushed. Due to the as-received condition, functional testing could not be performed. A bend of this nature and the crush at the tip would not go unnoticed at point of use. The damage most likely occurred after use. No manufacturing anomalies were found. Based on the returned sample condition no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, "avoid excessive trigger force as this may damage the device." Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.